Manufacturer narrative:
The patient was born on an unreported date in (B)(6). (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of the peritonitis was reported to be ¿pd technique failure¿ (no further detail). On an unreported date, the patient began treatment for the peritonitis with intraperitoneal cefazolin and ceftazidime, 125 mg/l each, 5 times (duration not reported). It was not reported if the patient was hospitalized for the event. At the time of this report, the peritonitis was not resolved, and the patient was not recovered. On an unreported date the patient¿s pd catheter was removed and pd therapy was discontinued. No additional information is available.